Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, " pt's 4 hour extended cefepime infusion was started. After approximately 5 minutes of infusion, channel started alarming "channel error". Channel was stopped and restarted and the same error alarmed again approximately 5 minutes later. Channel removed from service and replaced with a new channel. An incomplete date of event of (B)(6) 2020 was provided.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 01/13/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of this failure was not identified as no product was returned the reported issue that the pt's 4 hour extended cefepime infusion was started and after approximately 5 minutes of infusion, channel started alarming "channel error" and the same error alarmed again approximately 5 minutes later could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, " pt's 4 hour extended cefepime infusion was started. After approximately 5 minutes of infusion, channel started alarming "channel error". Channel was stopped and restarted and the same error alarmed again approximately 5 minutes later. Channel removed from service and replaced with a new channel. An incomplete date of event of aug-2020 was provided.